Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain, nausea, vomiting, cloudy peritoneal effluent fluid and an occluded pd catheter (not a fresenius product) due to fibrin. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell (wbc) count of 1431/mm3. The patient was not hospitalized and prescribed intraperitoneal ceftazidime at 1000 mg every day for two weeks. The cause of the patient¿s peritonitis remains unknown as the outpatient clinic is uncertain if this infection was caused by previously reported leak that occurred with the patient's cycler and cycler set (see mfrs c-835457-mw-552429 and c-835457-mw-552430) or a simultaneous urinary tract infection (uti) that was unrelated to pd therapy and occurred prior to the peritonitis. It could not be confirmed if this event was caused or contributed by a deficiency or malfunction of the liberty select cycler or the liberty cycler set. The patient is recovering from this event and has remained asymptomatic since the start of antibiotic therapy. The patient continues pd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of peritonitis, characterized by abdominal pain, nausea and vomiting. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined as it was unknown if this serious injury was contributed by a leak during pd therapy or caused by the patient¿s preexisting uti. Due to the presentation of no growth in the peritoneal effluent fluid cultures, it is unknown if the infectious pathogen was device-borne or intrinsically from the patient. However, in the environment of a preexisting infection of the genitourinary tract, the patient¿s peritonitis was more than likely caused by the uti. It is well-known infections of the peritoneum may be contributed by intra-abdominal sources, particularly those with an active bacterial infection. In the absence of a confirmed cause of the peritonitis from a medical professional, the liberty select cycler cannot be excluded as potential sources or contributors to this patient¿s adverse event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain, nausea, vomiting, cloudy peritoneal effluent fluid and an occluded pd catheter (not a fresenius product) due to fibrin. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell (wbc) count of 1431/mm3. The patient was not hospitalized and prescribed intraperitoneal ceftazidime at 1000 mg every day for two weeks. The cause of the patient¿s peritonitis remains unknown as the outpatient clinic is uncertain if this infection was caused by previously reported leak that occurred with the patient's cycler and cycler set (see mfrs (B)(4)) or a simultaneous urinary tract infection (uti) that was unrelated to pd therapy and occurred prior to the peritonitis. It could not be confirmed if this event was caused or contributed by a deficiency or malfunction of the liberty select cycler or the liberty cycler set. The patient is recovering from this event and has remained asymptomatic since the start of antibiotic therapy. The patient continues pd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
Correction: a2.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain, nausea, vomiting, cloudy peritoneal effluent fluid and an occluded pd catheter (not a fresenius product) due to fibrin. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell (wbc) count of 1431/mm3. The patient was not hospitalized and prescribed intraperitoneal ceftazidime at 1000 mg every day for two weeks. The cause of the patient¿s peritonitis remains unknown as the outpatient clinic is uncertain if this infection was caused by previously reported leak that occurred with the patient's cycler and cycler set (see mfrs c-835457-mw-552429 and c-835457-mw-552430) or a simultaneous urinary tract infection (uti) that was unrelated to pd therapy and occurred prior to the peritonitis. It could not be confirmed if this event was caused or contributed by a deficiency or malfunction of the liberty select cycler or the liberty cycler set. The patient is recovering from this event and has remained asymptomatic since the start of antibiotic therapy. The patient continues pd therapy on a newly received liberty select cycler at home following this event.